Event description:
Per the clinic, the patient underwent an MRI subsequent to an automobile accident (date not reported). At the time of the MRI, the patient's implantation status was not known. Due to the magnetic field used in the test, the implanted device was pulled out of place and became loose. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4) implanted device remains.